Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: the catheter was damaged before use.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one unit in opened packaging from lot number 9085562. Two photographs were also received which one displayed an image of top packaging and a unit with a needle cover on and the other displaying an image of the needle tip and spear through. Upon visual inspection a spear through is evident near the tip of the catheter. The reported issue was confirmed. Due to the package being opened and the unit possibly being manipulated by the end user, bd cannot determine if the damage took place during use or the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter was damaged before use.